Manufacturer narrative:
Per the t:slim x2 user guide, "always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the patient line while going through the load process. Reportedly, the customer was performing the cartridge air removal step incorrectly. Tandem technical support guided the customer through the load sequence with a new cartridge and customer was able to successfully resume insulin therapy. Customer's blood glucose level was 400 mg/dl.